Event description:
It was reported that during setup prior to a case, there were two separate errors, (machine has not been used since (B)(6) 2018). The first problem was related to the internal battery of the cpu, it was dead. Had to reset the bios and date settings before booting the system. Upon solving that issue, got errcode=2000000000000 ups back-up battery is not working properly. The led indicator on the far right, in the front panel of the navio cart was red. Technical support indicated to wait for it to get some charge. However, after multiple reboots and about 20 minutes of charging, the led indicator remained red and the error would show up when the system booted. The case had to be cancelled. The investigation confirmed the cmos battery was dead.

Manufacturer narrative:
The device was intended to be used in treatment and it was not returned to the complaint unit for initial investigation, thus visual inspection could not be performed. There was no serial / lot number provided for DHR review so all lots of part number distributed to the field from when the part number was first inspected to the complaint occurrence date were reviewed. The search could not identify any issues that would potentially lead to a future performance issue. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. The surgical system user's manual released at the time of the complaint provides troubleshooting steps for computer issues. This is an identified failure mode within the risk assessment. We could confirm there was a relationship established between the reported event and the device. Functional evaluation was performed during a service visit at the site and it was confirmed that the cmos battery had died and was replaced during the visit. On systems with dell cpu's and versions 5.3 and up, when the cmos battery dies, the bios is reset. This prevents the cpu from fully booting up and can be fixed by replacing the battery. The root cause was established to be mechanical component failure. The cmos battery issue is being further investigated and a corrective action has been requested. Per complaint details, the device malfunctioned with an error during set-up (and multiple attempts to reboot did not resolve the issue) and resulted in cancellation of the case. Based on the information provided no patient involvement/injury resulted; therefore, no further medical assessment is warranted at this time.